Event description:
Customer reported that she was experiencing high blood glucose over 486 mg/dl. Customer also reported that she has been receiving no delivery and lost sensor alarms. Customer stated that the no delivery alarm was resolved by a complete set change. Customer does not use the sensor feature; she was assisted with turning off the sensor feature. Customer stated she has been on insulin pump therapy for more than 40 years and has developed scar tissue but rotates sites. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.